Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised chair will stop and then power off and when you wiggled wires it would power back on. Noticed a lot of wires were taped together.